Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Due to data flags on the results for other assays performed on this sample, it was possible the sample contained clots which could be a likely cause of the event. Based on the review of the provided calibration and qc data, a reagent or analyzer issue was unlikely.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 48.47 miu/ml and was reported outside the laboratory. The doctor questioned the result and had the patient redrawn. On (B)(6) 2013, the result from the redraw sample was 0.100 miu/ml with a data flag. On (B)(6) 2013, the original sample from (B)(6) 2013 was retested and the result from the primary tube was 0.100 miu/ml with a data flag. The result from two separate aliquots of the sample was 0.100 miu/ml with a data flag. The redraw sample was also retested and the result was 0.100 miu/ml with a data flag twice. The repeat result was believed to be correct and a corrected report was issued. It was unknown if the patient was adversely affected. The hcg+ss reagent lot number was 16956305 with an expiration date of 01/31/2014. The field service representative checked the analyzer and could not determine a cause. He performed preventive maintenance that was due for the analyzer and ran performance testing which passed.